Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a knee arthroscope procedure on (B)(6) 2010 and suture was used. Fourteen days after the surgery, the wound appeared red and turgid and did not heal completely. The surgeon took some action to treat the wound. Now the patient is fine. No additional information was provided.